Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one in.pact av access was used to treat the swing point of the left arm. Approximately 21 months post procedure patient died of an unknown cause.